Event description:
During an endoscopy procedure, the physician used a cook endoscopy huibregtse triple lumen needle knife to treat a zenker's diverticulum in the esophagus (note: this is against the intended use listed in the instructions for use). The needle knife was inserted into the diverticulum to make a cut. When the needle was retracted, the needle separated from the device and remained inside the diverticulum. The detached section of the needle (estimated to be 4mm in length and 0.2mm in diameter) was retrieved from the patient using forceps. A second needle was used to complete the procedure. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Additional information provided indicated the needle was used to treat a zenker's diverticulum (i.e. A pouch that develops in the walls of the lower throat). The intended use of the huibregtse triple lumen needle knife is listed in the instructions for use and indicates this device is for accessing the common bile duct when standard methods of cannulation have been exhausted and for papillotomy. The instructions for use advise the user not to use this device for any purpose other than the stated intended use. Usage of this device for treatment of a zenker's diverticulum, which is not included in the intended use, could have contributed to this reported observation. Needle knife breakage near the distal end can occur if the device is used with excessive cautery settings. The instructions for use direct the user to verify the desired settings by following the electrosurgical unit manufacturer's instructions. Breakage of the needle can occur if the needle makes contact with the distal end of the endoscope during a cautery application. The instructions for use for this product line caution that the needle knife must fully exit the endoscope when applying current. This can also occur if the product experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage of the needle knife. Prior to distribution all huibregtse triple lumen needle knives undergo a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the intended use listed in the instructions for use. The reported event could not be verified because the product was not returned. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.